Manufacturer narrative:
Product complaint # (B)(4). Date sent: 12/5/2019. Date of death unk. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what is the surgeons experience with the pvs device? Yes, surgeon very comfortable with pvs and he trained using it in his residency. What was the exact surgical procedure being performed? Vats lobectomy is the only information provided. What were the indications for surgery? Don¿t know. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? Yes, the bleeding that occurred came from the middle of the staple line. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Don¿t know, but again, the bleeding that was noticed after firing came from the middle of the staple line. Were the tips of device visible during firing? Don¿t know. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Were any staple form issues noted throughout care of patient? Don¿t know. What were the post-operative complications mentioned? Don¿t know. Does the surgeon believe that the event is related to device? If so, why? No, but feels that it may have been a contributing factor. Was the psee60a mentioned . Used during the procedure? Yes, the psee60a was used during the procedure but staple lines from it were not of concern to the surgeon. Was an autopsy performed? If so, can the results be shared? Don¿t know.

Event description:
It was reported that during a video assisted thoracic surgery the patient presented fairly vascular. After firing the stapler, the staple lines were oozing. ¿nothing major¿ but enough to require touch up with harmonic and monopolar electrocautery. This was enough to control the bleeding intraoperatively. The oozing was more prevalent with the pve35 firings. There were no patient consequences noted during the procedure, however post-operatively the patient had complications and passed away. The surgeon is not sure that the passing was a consequence of the devices used in the procedure. It was noted that the patient was fairly sick before the procedure. It is unknown how long after the procedure the patient passed away.